Event description:
The following literature article was reviewed: khalid, w., puges, m., stenson, k., cazanave, c., ducasse, e., caradu, c. And berard, x. (2023) ¿referral centre experience with infected abdominal aortic endograft explantation,¿ european journal of vascular and endovascular surgery, 65(1), pp. 149¿158. Doi: 10.1016/j.ejvs.2022.10.003. This retrospective, single center observational study focused on the results of in situ reconstruction (isr) in 34 patients after infected endograft explantation. Thirty-four predominantly male patients with a median age of 69 years who underwent abdominal aortic endograft explantation for infection from july 2008 to december 2020 were included. Out of these 34 patents, 17 patients with infected devices were noted to have received a gore® excluder® aaa endoprosthesis, with one patent also receiving a gore® excluder® iliac branch endoprosthesis in the initial implantation procedures. One patient with a gore® excluder® aaa endoprosthesis was reported to have experienced a secondary procedure with implantation of a zenith fenestrated device. Patients in this study underwent complete explantation of the aortic endograft and isr using a biological or antimicrobial graft (amg). All infected tissue, including the aneurysm sac, was debrided, any gastrointestinal (gi) defect was repaired, and saline washout of the implantation site was undertaken before implanting the new graft. A microbiological profile was established using paired blood cultures. If a microorganism was isolated on blood cultures pre-operatively, targeted pre-operative antibiotic therapy was administered. An intercurrent endovascular procedure was performed in five cases: three limb extensions for a type 1b endoleak, one type 2 endoleak embolization, and one proximal pseudoaneurysm treated urgently with an aorto-uni-iliac endograft and femorofemoral crossover bypass. It is not reported if these procedures are linked to gore devices. It is concluded in the article that early morbidity and mortality remain high after complete infected endograft explantation, even in a high volume center.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: median age among the patients was reported to 69 years. A3: majority of the patients in the study was male. B3: the exact date of event is unknown, therefore, the date of which literature article was published online was used as date of event. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® excluder® aaa endoprosthesis. H3: other code ¿ the medical devices are not returned for investigation, therefore, a device evaluation could not be performed. H6: health effect - clinical code explanation: types of infection were not broken down by device ¿ both bacterial and fungal sources of infection reported in article: sup table 3. Microbiological documentation of vascular endograft infection) a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Gore reached out to the author of the literature article for device identification linked with the reported outcome. Literature citation: khalid, w., puges, m., stenson, k., cazanave, c., ducasse, e., caradu, c. And berard, x. (2023) ¿referral centre experience with infected abdominal aortic endograft explantation,¿ european journal of vascular and endovascular surgery, 65(1), pp. 149¿158. Doi: 10.1016/j.ejvs.2022.10.003. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Gore has made multiple attempts to requested device identification and other patient related data from the corresponding author. The author has not provided any additional information. Review of the manufacturing records could not be performed as a valid lot number was not provided. The medical devices are not returned for investigation, therefore, a device evaluation could not be performed. Based on the literature, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: infection (e. G., aneurysm, device or access sites). Corrected h6: added health effect - impact code f2303. Added type of investigation code b17 and b22. Updated investigation findings code to c20, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable.